Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure the lens rotated upon insertion into the eye. The lens was removed. A backup lens was implanted of the same model;size and diopter. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.